Manufacturer narrative:
Initial and final MDR (B)(4). Device 2 of 3.

Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient faced three infusion sets tubing damaged. Patient replaced infusion set and resumed insulin successfully. No further information available.